Event description:
It was reported that the implantable cardioverter defibrillator (ICD) that is still in its box and has been in a warm cabinet for two days still has a grey bar with a message indicating that it may be cold. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).